Event description:
Information received from the aspire clinical database. Treatment of a large unruptured saccular aneurysm measuring 13mm x 8mm located in the midline terminal portion of the basilar artery. It was reported that the patient underwent pipeline (3.25mm x 18mm) embolization treatment on (B)(6) 2013 and suffered a mild device related ischemic stroke due to the intra-stent platelet aggregation. The patient had speech difficulty, nausea, and vomiting. It was reported that the patient's symptoms resolved on the same day by intra-arterial abciximab infusion.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).